Event description:
The customer reported to olympus, during preparation for use, the visera elite ii video system center did not have image nd displayed static only. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed that the ¿no image¿ issue occurred due to bent video connector pin. It was recommended, the video connector should be replaced. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the bent video connector pin could not be determined. Olympus will continue to monitor field performance for this device.